Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the monitor display was blacked out of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A field service engineer (fse) evaluated the iabp. The fse was unable to reproduce the reported issue. The fse determined that the batteries did not meet the required runtime. To fix the issue the fse replaced the batteries in addition the fse replaced the helium tank as helium gas was consumed during testing of iabp. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the monitor display was blacked out of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.